Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The device is currently on shipping from (B)(4)to bbm laboratory in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)). Overinfusion: device is programmed with 250cc of dipirone + morphine to 10 ml/hour. Total time: 25 hours and it was in 12 hours.